Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. It has been reported by a getinge field service engineer (fse) that during routine preventive maintenance battery slot 2 run time was <60 minutes. The batteries were replaced. The iabp was tested to factory specifications, returned to the customer, and cleared for clinical use. The initial reporter's full name was abbreviated as the name exceeded maximum character limit. The complete name is, "(B)(6)". The initial reporter named is a getinge employee who has different contact details from that of the event site. Details: (B)(6).

Event description:
A getinge field service engineer (fse) reported that during preventive maintenance (pm), the cardiosave intra-aortic balloon pump (iabp) failed the portable battery run test time. There was no patient involvement and no adverse event was reported.